Manufacturer narrative:
(B)(4). A total of thirteen (13) companion samples were sent in for an evaluation. The samples were visually inspected for any cuts, slice or holes. Each sample was then spiked into an in house 1000ml solution bag containing reverse osmosis water. The sample was then primed and checked for leaks. All the samples were found to have no obvious cuts, slices or holes. All the samples primed and flowed normally with no leaks detected. Since all the samples passed the visual and functional test, the complaint will not be confirmed. The cause of the reported condition was not identified.

Manufacturer narrative:
(B)(4). In addition, the customer reported to baxter of paclitaxel dripping on the floor and on the patient's feet. The drug was wiped up off the floor and off the patient's feet and shoes. No remedial treatment was ordered for the patient. The patient developed no symptoms to their feet. The set came from one (1) of two (2) lots; r11c21015 or r11b24144.

Event description:
A customer reported to baxter product surveillance of one (1) interlink paclitaxel set in which paclitaxel leaked on the shoes of a patient and a nurse. The leakage occurred at the tubing above the filter proximal to the drip chamber. An alaris pump was being used with this set and the set was connected to an unknown baxter paclitaxel medication bag. No patient injury, medical intervention, or adverse reaction is associated with the reported condition. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.